Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: review of the black box data revealed records of call service alarm for motor error occlusion during prime step (064). On investigation, rewind, load and prime steps were successfully performed without the occurrence of call service alarms. The pump was exercised for 24 hours without alarms occurring. Investigation did not duplicate the complaint. (B)(4).